Event description:
We completed an initial audit in different locations of 25% of all inpatient stretchers to determine if fluid has infiltrated the mattress cover, during this audit we found 15 compromised mattresses. The severity ranging between each mattress. Reference reports mw5161665, mw5161666, mw5161667, mw5161668, mw5161669, mw5161670, mw5161671, mw5161672, mw5161673, mw5161674, mw5161676, mw5161677, mw5161678, mw5161679.